Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02411.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and iliac artery using an indigo system aspiration catheter 6 (cat6) and an indigo system aspiration catheter 8 (cat8). During preparation for the procedure, the cat6 was accidentally dropped on the floor prior to use and, therefore, was not used in the procedure. The procedure continued using a new cat6 and revascularization of the sfa was achieved. Later in the procedure, the physician decided to upsize the sheath to a 8f sheath and use a cat8 in the iliac artery. However, the physician felt resistance while advancing the cat8 into the sheath and it became twisted, kinked, and ovalized approximately two centimeters from the distal tip. Therefore, the cat8 was removed and the procedure was completed using a new cat8. There was no report of an adverse effect to the patient.